Event description:
Ous MDR - the patient had a wide-area hematoma in the ICD pocket area. The patient was treated for 6 days with prophylactic antibiotic therapy (cefuroxim). This device remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.